Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a system error 322 occurred. A review of the event history log revealed system error 322. Review of prior servicing indicates this is a repeat service event. The direct cause of the previous servicing was the link. All service actions were completed during the last service cycle. The cause of the condition was determined to be failed lower auxiliary. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) during testing at the biomed service department. There was no patient involvement. No additional information is available.